Event description:
Boston scientific received information that one week post implant the left ventricular (lv) lead exhibited high threshold measurements with loss of capture. A revision procedure was performed for dislodgement. The lv lead was successfully repositioned and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.